Manufacturer narrative:
B4:23jul2021. The field service engineer replaced the power supply instead of the pm board, as previously reported to resolve the issue. The unit was tested, and it was returned to service.

Event description:
The customer reported the machine is not getting on. The (bme) confirmed the reported failure. The (bme) replaced the power management board (pmb) to resolve the issue. The unit was tested and it was returned service. The unit was not in use on a patient at the time of the reported event.